Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012988828); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
While preparing for a transcatheter aortic valve implant procedure, the attending physicians decided to utilize a 26-millimeter (mm) transcatheter valve due to the size of the patient's sinus of valsalva (sov) and calcification. A pre-implant balloon aortic valvuloplasty (bav) was then completed with a 22 mm non-medtronic balloon. The delivery catheter system (dcs) was then advanced through the patient's anatomy to the aortic annulus. The valve was then partially deployed at the aortic annulus, and the fluoroscope was transitioned to cusp-overlap view (cov). In this view it was identified that the valve was positioned 1 mm from the non-coronary cusp (ncc). Additionally, it was identified that the valve had not fully expanded and it was positioned too shallow. Subsequently, the valve was recaptured and partially deployed at position of 4-5 mm from the ncc. In this position, it was recurrently identified that the valve had under expanded and had an inverted "v" like shape near the bottom of the valve. Subsequently, the valve was recaptured and partially deployed for a third time 6 mm from the ncc. Similarly, valve under expansion was noted and the valve was described as "considerably elliptical." At this point, the attending physicians opted to do a full release of the valve with the patient rapid paced at 180 beats per minute (bpm). After full release of the valve, a black line was observed via fluoroscopy on the valve, leading to concern that an infold had occurred. In response, a post-implant dilation was completed with an 18 mm balloon, causing the infolded area of the valve to expand. With the patient's blood pressure being stable, the procedure was completed. No patient complications were reported as a result of this event.

Event description:
While preparing for a transcatheter aortic valve implant procedure, the attending physicians decided to utilize a 26-millimeter (mm) transcatheter valve due to the size of the patient's sinus of valsalva (sov) and calcification. A pre-implant balloon aortic valvuloplasty (bav) was then completed with a 22 mm non-medtronic balloon. The delivery catheter system (dcs) was then advanced through the patient's anatomy to the aortic annulus. The valve was then partially deployed at the aortic annulus, and the fluoroscope was transitioned to cusp-overlap view (cov). In this view it was identified that the valve was positioned 1 mm from the non-coronary cusp (ncc). Additionally, it was identified that the valve had not fully expanded and it was positioned too shallow. Subsequently, the valve was recaptured and partially deployed at position of 4-5 mm from the ncc. In this position, it was recurrently identified that the valve had under expanded and had an inverted "v" like shape near the bottom of the valve. Subsequently, the valve was recaptured and partially deployed for a third time 6 mm from the ncc. Similarly, valve under expansion was noted and the valve was described as "considerably elliptical." At this point, the attending physicians opted to do a full release of the valve with the patient rapid paced at 180 beats per minute (bpm). After full release of the valve, a black line was observed via fluoroscopy on the valve, leading to concern that an infold had occurred. In response, a post-implant dilation was completed with an 18 mm balloon, causing the infolded area of the valve to expand. With the patient's blood pressure being stable, the procedure was completed. No patient complications were reported as a result of this event. Additional information was received that there was no misload identified during loading. Per the physician, the patient severe aortic stenosis (as) with significant calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.